Manufacturer narrative:
Additional information will be provided once the investigation has been completed the device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Gtin: (B)(4).

Event description:
It was reported that power supply does not provide any power and also that a burning smell was also noticed.

Manufacturer narrative:
Per customer, when the power supply is plugged in it does not provide any power and they notice a burning smell coming from the supply the failure(s) identified in the investigation is consistent with the complaint record. Probable root cause/s could be a bad power supply due to a bad component inside the power brick. The product was returned for investigation and the reported failure mode was confirmed. The reported failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that power supply does not provide any power and also that a burning smell was also noticed.